Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards united kingdom affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, a significant kink in the 14f esheath was noted during insertion. A new 14f esheath was used with no issues, and the valve was implanted successfully. Upon removal of the delivery system, a small hole was noted at the proximal end, which resulted in blood fill in the inflation device. It is unknown if the leakage was coming from the handle or the y-connector. There was no patient harm.

Manufacturer narrative:
Correction to h6 based on additional information. The complaint for delivery system leakage was unable to be confirmed as neither complaint device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR, lot history, manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the instructions for use (IFU) and training manuals also revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, 'upon removal of the ds out of the anatomy via the right femoral, it was noted a small hole in the ds at the proximal end which as a result had caused blood fill in the inflation device' and 'the balloon was filled with contrast and the valve was able to be fully expanded'. As the delivery systems are 100% tested for leakage during manufacturing, and as this issue was undetected during preparation and thv was able to fully expand with no abnormalities, it is likely that damage to the delivery system occurred after thv deployment. It is also possible that the damage occurred prior to deployment during thv navigation and positioning. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a tear on the balloons or separation of the I/c (inflation to crimp) bond. It is possible that calcification was present in the patient anatomy. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician was retrieving the delivery system, it is possible the balloons negatively interacted with patient calcified vessels/leaflets and may have become punctured. It is also possible high forces on the system during delivery system withdrawal resulted in crimp balloon damage. Potential sources of high forces include non-coaxial withdrawal through a tortuous anatomy with an altered balloon profile. Tortuosity in the access vessel can create non-coaxial withdrawal angles during withdrawal. It is possible that the distal end of the delivery system created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath. If the thv catches onto the sheath tip, it can result in higher than usual retrieval forces potentially weakening the crimp balloon. It is possible that excessive manipulation was used to overcome any resistance may have resulted in damage to the balloon or delivery system that caused the reported leakage. Without applicable patient/procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.